Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the tip cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However based on the results of the investigation, it is likely a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.